Event description:
It was reported that the unknown modular cable exchange was not completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the initial reported event was that the modular cable was kinked. Additional information provided on 17apr2024 stated that the reported kink is on the pump cable and not the modular cable. The modular cable was not exchanged and remains in use. Log files were submitted for review and no events were observed that would indicate any damage to the modular cable. The reported event of kinks in the pump cable are addressed under (B)(4). The device history records for the modular cable were unable to be reviewed due to the lot number being unknown. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an unknown modular cable exchange was completed.